Event description:
Alert on remote for pacemaker in back up vvi mode @ 67 bpm; unipolar due to configuration. Abbott tech services contacted the following day; patient brought into office abbott rep assisting with interrogation and troubleshooting. Patient was symptomatic with vvi pacing, symptoms resolved after reprogramming. Device reset to nominal settings and then programmed to prior settings. All measurements within normal parameters and stable. Per abbott tech services, this event was not related to the advisory this device is under (assurity and endurity pacemaker header moisture ingress). Potential cause to be further investigated by abbott engineering.